Event description:
Health care providers were unable to get p waves readings from the 5 fr dual-lumen powerpicc¿ ft catheter with sherlock 3cg¿ technology. This is the 8th device that has malfunctioned at this hospital.